Event description:
It was reported that the patient had bacteria growth on previous surgical screws in the patients back and was placed on antibiotics. The patient will undergo explant to avoid further bacteria growth and possible infection.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5146104, UDI: (B)(4). Product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5147683, UDI: (B)(4).

Event description:
It was reported that the patient had bacteria growth on previous surgical screws in the patients back. The patient was placed on antibiotics. The patient will undergo explant to avoid further bacteria growth and possible infection. Additional information was received that the patient was not receiving adequate pain relief despite of optimizing the programs. It was also noted that the implantable pulse generator (ipg) was no longer taking a charge and there were only several contacts working in total. The patient underwent a spinal cord stimulator (scs) explant procedure.